Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that two pump channels were needed to be set up for use emergently, but the channels were not recognized while a patient was arriving on a levophed drip via emergency medical service (ems). The patient remained on the ems infusion devices approximately 5 minutes while new pcu and lvp's were obtained. The original alaris devices were never used on the patient, and it was reported that there was not a time in which the patient was not being infused or without medication while obtaining the new set up. The patient coded and was resuscitated. The norepinephrine continued to infuse for approximately 24 hours after arrival, however, the patient expired. The customer confirmed that the cause of death was not due to the inability to recognize the channels upon arrival, or the 5 minute delay to get another set up. Reportedly, the patient's health was critically deteriorating and the devices had nothing to do with the patient's death. Although requested, no additional information was provided.

Event description:
It was reported that two pump channels were needed to be set up for use emergently, but the channels were not recognized while a patient was arriving on a levophed drip via emergency medical service (ems). The patient remained on the ems infusion devices approximately 5 minutes while new pcu and lvp's were obtained. The original alaris devices were never used on the patient, and it was reported that there was not a time in which the patient was not being infused or without medication while obtaining the new set up. The patient coded and was resuscitated. The norepinephrine continued to infuse for approximately 24 hours after arrival, however, the patient expired. The customer confirmed that the cause of death was not due to the inability to recognize the channels upon arrival, or the 5 minute delay to get another set up. Reportedly, the patient's health was critically deteriorating and the devices had nothing to do with the patient's death. Although requested, no additional information was provided.

Manufacturer narrative:
No device history search was performed since no source device serial number was reported by the customer. A review of the (B)(6) 2021 complaint review board (crb) did not find an increasing trend for the reported issue of ¿channels were not recognized¿. Based on the crb review and the limited information provided no further investigation actions will be performed. The root cause for the reported issue that two channels were not recognized was not determined because no product or device logs were returned. The reported issue that two channels were not recognized could not be confirmed; no product or device logs were returned for investigation. No further investigation of this event is possible at this time, and no patient impact was reported. The device is used for treatment purposes.